Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was making a high pitched squeal was confirmed. An assessment was performed and it was observed that the device failed noise assessment (reading 77.1 dba, sound level must not exceed 76 dba) and failed temperature assessment (reading 129.3 degrees, temperature shall not exceed 118 degrees). During repair it was observed that the device had worn out bearings with unknown liquid on it, causing the device to fail noise and temperature assessments. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a lumbar laminectomy surgical procedure it was observed that the motor device was making a ¿high pitched squealing noise¿. During in-house engineering evaluation it was observed that the device failed temperature assessment. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the device was in use on and off for approximately 30 minutes prior to observing problem. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.